Manufacturer narrative:
D4 and h4 the expiration date, and manufacture date are not applicable as this is an unfinished bulk device that has yet to be sterilized and packaged. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a chemolock¿ injector, bulk non-sterile that experienced particulate matter. The reporter stated ¿debris". The problem was detected during incoming inspection. 40 problematic devices and 2 samples are available to be tested and will be forwarded to the japan lso in near days. Sample picture of a clave and the silicone part was highlighted and labelled as stated "debris on the post seal. His debris is difficult to be viewed by naked eyes, but can be obviously observed under 20x lens" was provided. There was no patient involvement and no patient harm.

Manufacturer narrative:
One photo was shared by the customer for evaluation showing a magnified partial view of one 01c-cl2000-3ns post seal with accompanying note ¿debris on the post seal. This debris is difficult to be view by naked eyes but can be obviously observed under 20x lens shows an unknown foreign matter/debris /fiber on the post seal. No additional anomalies were observed. Two returned 01c-cl2000-3ns, chemolock¿ injector, bulk non-sterile devices were returned for evaluation. As received no foreign matter/debris and or out-of-spec visual defects were confirmed in any sample. Complaint of debris can be confirmed based on the photograph provided by terumo where the reported product issue (debris) can be confirmed at the reported 20x magnification. However, the 01c-cl2000-3ns and foreign matter/debris that was photographed was not returned for investigation. A device history lot number was reviewed and no relevant discrepancies, anomalies, conformances were identified that might lead the condition reported by the customer.